Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed and it was identified that the tubing was separated from the filter. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a blood set disconnected prior to use. One of the lines on the top of the filter came out of the filter as the nurse went to connect the bag of red blood cells. There was no patient involvement. No additional information is available.